Event description:
Over the course of a year , (B)(6) 2018-(B)(6) 2019, my minimed 670g closed loop insulin pump malfunctioned in three ways that seriously compromised my ability to control my blood sugars. First, the algorithm that controls the automatic basal adjustment never worked. It could not keep up with the changes my body needed. Upon discussion with my medical provider, I discovered that she had encountered this problem in other patients who were still sensitive to insulin, but needed big variations in basal insulin rates over the course of a day (ex: 1:35 units to 1:75 units). I ended up turning off that part of the pump. Second, starting around (B)(6) 2018, an ¿insulin flow blocked¿ alarm started going off at often but irregular intervals. This happened an average every other day, and often in the middle of the night. It went on for two months before I called minimed. In that time , I changed sites, reservoirs, infusion sets, even lots of the reservoirs and infusion sets. It still went off, and it¿s not something you can turn off, and it¿s not something you can turn off without disabling the whole pump. Sometimes it seemed fixed, but would go off again an hour later. Often, I had to go to manual injections, which were then required every 2.5 hours, including overnight. Every time this happened, my blood sugars scared to unhealthy levels. When I finally called minimed, the rep seemed unable to comprehend how often it was happening, and after going through her checklist, could only after me the option to use an infusion set that left the needle in, which was a hard pass for both me and my provider. She should have offered to replace the pump then. Third, in the midst of continued ¿insulin flow blocked¿ alarms, the pump twice rejected a new battery. This prompted yet another call to minimed, this one at 2:30 a.m. On (B)(6). This time the rep agreed to send a new pump immediately. Not only did all of these issues cause massive fluctuations in my blood sugars, one day I topped out over 400 and couldn't get blow 260. It also drained me of sleep for over two months, which impacted my job.